Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 635.3mcg/day/ it was reported that the hcp sent the rep a screenshot of a tablet with service code 112, indicating that a pump memory error occurred. The reporter was not with the patient at the time of the call to technical services. The hcp stated that everything seemed to be working fine and the settings were still intact in the pump. Technical services advised the reporter to have the hcp reinterrogate the pump and check each tab, including infusion, to make sure that nothing was cleared. The issue was not resolved through troubleshooting. The rep planned to follow up with the hcp. Additional information received indicated that the nurses couldn't remember exactly when the pump memory error occurred; they thought it was when updating.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Annex g code g02010 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.